Event description:
Distributor reports pt required glucagon injection, due to low blood glucose.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a cosmetic scratch on the display lens, but demonstrated that the pump was functioning within required specifications.